Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd ultra-fine¿ nano insulin pen needle there was an issue with pen depressing halfway then stopping. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Returned to manufacturer on 10/17/2018. Investigation summary: customer returned ( 16 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states needle not working during injection, stated that the pen sometimes depresses half way then stops. All returned pen needles were examined and the following was observed: 13 bent at the non-patient end of the cannula. 1 broken at the non-patient end of the cannula. 2 ok at both ends - tested for flow and all passed the flow test successfully. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7270695. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at non patient end and needle broken at non patient end. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd ultra-fine¿ nano insulin pen needle there was an issue with pen depressing halfway then stopping. There was no report of injury or medical intervention.